Event description:
It was reported that during a nephrostomy catheter changing procedure, a guide wire fracture occurred. The physician was performing a routine nephrostomy catheter change. The amplatz super stiff .035"/75cm guide wire was inserted into the old nephrostomy/catheter. The physician felt a little resistance when advancing the guide wire into the nephrostomy catheter. The old nephrostomy catheter was taken out and a new one was advanced over the amplatz guide wire. When the physician was removing the guide wire, she felt some resistance again, but was successful in removing it. Following withdrawal of the gudie wire, she noted that the guide wire had broken into two parts, but was held together by the core of the guide wire. No portion of the device detached in the pt and the entire device was successfully retrieved. No pt injuries or complications were reported. Pt status is reported as "okay".